Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6). A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and found that the housing to the fo connector was cracked causing the fo to not fit securely into the pump. The fse replaced the connector and verified operation, safety and performance per specifications. The iabp was cleared for clinical use.

Event description:
It was reported that the fiber optic (fo) sensor cable assembly of the cardiosave intra-aortic balloon pump (iabp) was damaged; the cable falls out. It is unknown under which circumstance this event occurred. However, there was no patient involvement, thus no adverse event was reported.